Manufacturer narrative:
H3: evaluation summary: customer report of thrombus was confirmed. X-ray demonstrated wireform intact. As received, all three leaflets were cut out from the valve and leaflet fragments were not returned with valve. Minimal thrombotic-like material was observed on the stent circumference around leaflet 1 on the outflow aspect. Wireform was exposed around all three leaflets on the outflow aspect. Sewing ring had multiple cuts around the valve and suture holes were visible around the sewing ring. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be determined with the available information at this time. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information and for product return has been made. There has been no response at this time from the healthcare provider. The subject device was not returned for evaluation; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 25mm 7300tfx mitral pericardial valve, implanted in the tricuspid position, was explanted after an implant duration of four (4) days due to unknown reasons. The explanted valve was replaced with another 25mm 7300tfx mitral valve. No other details were provided.